Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
The patient reported they were told the implantable cardioverter defibrillator (ICD) would last for a certain period of time. Now that time has passed and they are certain the battery has stopped working. The patient further reported receiving a shock and now being able to feel every heartbeat. The patient said the ICD was checked after the shock and it had a few weeks longevity left. The ICD and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.